Manufacturer narrative:
The device did not return for investigation. Photographs were not provided; therefore, the complaint cannot be confirmed. The part and lot number were not provided; therefore, a review of device history records cannot be performed. Warnings/cautions potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: neurological disorder, pain and/or abnormal sensations caused by improper placement of the device, and/or instruments. Revision surgery. Intraoperative management: the surgical technique manual should be followed carefully.

Event description:
It was reported that a patient underwent anterior oblique l4-l5 fusion procedure in (B)(6) 2023. The patient was subsequently transferred back to the hospital 3 days later where it was found that her ureter was closed and pinched to the spine at the surgery site.